Event description:
Pt and his diabetic counselor reported the piston rod does not move correctly when the infusion device is in the run mode. The infusion device was new and had been in use for 2 days at the time of the report. The infusion device "makes a sound as if it would move," but the piston rod does not move and no alarm is triggered. The infusion device was not dropped or exposed to water or electromagnetic fields. The correct type of battery is used. Pt experienced elevated blood glucose (value not provided), and he did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.